Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged infection and subsequent amputation are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. A device evaluation is pending return of the device. Device labeling, available in print and online, states: wound infection: call your doctor or nurse right away if you think your wound is infected or if the following symptoms develop or worsen: you have a fever ,your wound is sore, red or swollen ,your skin itches or you have a rash or redness around the wound ,the area around the wound feels very warm , and you have pus or a bad smell coming from the wound. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.

Event description:
On 11-feb-2022, the following information was reported to kci by the patient: the activ.a.c.¿ ion progress¿ remote therapy monitoring system stopped working at night and was in the hospital allegedly due to an infection to the wound. The patient reported being on antibiotics and pending a surgical procedure. The patient anticipated being hospitalized for at least a week. On 17-feb-2022, the following information was reported to kci by the practice support specialist: the patient was admitted on (B)(6) 2021 and wound cultures performed that day came back positive for infection. The patient reported having issues with the activ.a.c.¿ ion progress¿ remote therapy monitoring system not working properly over the weekend prior to her hospitalization. On 18-feb-2022 the following information was reported to kci by the practice support specialist: per the physician, "the patient has a history of diabetes with neuropathy, end-stage-renal disease, anemia, all of edema and osteomyelitis. The patient had surgery again on (B)(6) 2022 to remove infected tissue, and she remains infected, and had to be transferred to main yesterday. The failure of the vac (activ.a.c.¿ ion progress¿ remote therapy monitoring system) did not help matters with the infection, but there are many factors that contributed to the patient's difficulties to clear the infection." On (B)(6) 2022, the visiting nurse called stating they think the patient's wound vac was not working over the weekend. Review of kci records noted the following: on 06-feb-2022, the following information was reported to kci by the patient: the battery was no longer charging. The patient was using tape to hold the power cord in place, so the charge light stayed on. On 07-mar-2022, the following information was reported to kci by the patient: the patient had toes amputated secondary to developing an infection allegedly due to activ.a.c.¿ ion progress¿ remote therapy monitoring system stopping during the night. The patient is in a rehab facility at this time and no longer utilizing v.a.c.® therapy. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending return of the device.

Manufacturer narrative:
Based on the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged infection and subsequent amputation are related to activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before patient placement. The device failures after placement were determined to be unrelated as the device event logs indicated the patient continued to receive active therapy the weekend prior to being admitted.

Event description:
On 28-mar-2022, a device evaluation was completed by kci quality engineering. On (B)(6) 2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On (B)(6) 2022, the device passed pressure accuracy checks and produced alarms as expected. Review of the device event logs indicated the patient continued to receive active therapy the weekend prior to being admitted. Testing revealed physical damage to the power port gasket and failure of the remote monitoring module resulting in the inability of the device to charge; however, these failures were determined to be unrelated to the reported event as the event logs indicated the patient continued to receive active therapy.

Manufacturer narrative:
Follow-up #1 submitted on 13-apr-2022 noted the following: a1 patient identifier: (B)(6). Correction: a1 patient identifier: (B)(6).